Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported of being unable to insert a new cartridge into the ilet despite rewinding. No obstruction was visible in the chamber. The patient noted plunger was slightly out, so agent had them remove insulin and refill a new cartridge. Initial attempts failed, but after leaving cartridge half full, it inserted properly. First attempt gave ¿unable to proceed,¿ but a dry run completed successfully. The patient then repeated supply change, which worked without issue. Blood glucose (bg) was not affected. No patient symptoms experienced during the event, and no medical intervention required.